Event description:
It was reported that a microjoint scissors used in a procedure development study had a broken head failure. It was not confirmed if the malfunction occurred during a clinical procedure. No adverse event was reported.